Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and could not reproduce the customer reported complaint. Visual inspection displayed no signs of physical damage. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument was fully functional.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the mega needle driver (mnd) pin fell out. The customer used a backup mnd instrument to continue with the procedure. No fragment fell inside the patient. The procedure was completed. Isi followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no issue. The instrument did not collide with any other instrument or tool during the procedure. The instrument cable was not broken. No fragment fell into the patient. No post-operative test was performed. The patient did not return to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. The instrument and the pin will be returned.